Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited printed circuit board failure. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was evaluated where it was also found that there was no image. Based on the results of the investigation, the definitive root cause was a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.